Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2014 and mesh was implanted. The patient experienced symptoms of cystitis and voiding difficulty. The patient underwent diagnostic cystoscopy and urethral dilatation which confirmed urethral tape erosion. The patient was referred for removal of the tape. Additional information has been requested.